Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Lot number was not provided so device history review cannot be performed. The device met all material specifications as received. The evaluation revealed that the fracture occurred approximately at the center portion of the screw and the fracture surface displays a torsional fracture pattern. It is likely that the hardness of the bone exceeded the torsional strength of the screw. The most likely cause of this event is improper bone preparation and/or surgical technique. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that a 3.5 mini 34mm compression ft screw was used in a metatarsophalangeal fusion procedure. The surgeon drilled the length of the 3.5 screw across the joint. It was reported that when the screw was inserted, a bite was felt. When the conical head of the screw reached the cortex it snapped off. The surgeon determined the placement was acceptable and the screw body was left in the patient. A second 3.5 mini 34mm compression ft screw was also implanted.